Event description:
It was reported that on (B)(6) 2006 the patient underwent an l4-l5radical anterior lumbar discectomy with interbody fusion with competitor cage placement with bmp graft on putty use and anterior instrumentation. On (B)(6) 2011 the patient underwent left l4-l5 transforaminal epidural steroid injection. Patient complained of pain no additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.